Event description:
Procedure type: unk. According to the reporter: the customer checked the port in the presence of our sales rep. Inserted the trocar into the cannula, then found a small piece like silicon attached to the tip of trocar. No pt involvement. No pt injury was reported.